Event description:
The customer reported to the philips response ctr (rc) that device passes the user initiated operational check (opcheck) when he runts it but when the device is returned to the floor, the opcheck sometimes fails for the users and ready for use indicator (rfc) indicates a red x and chirp. There was no pt involvement.

Manufacturer narrative:
(B)(4).